Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 490 mg/dl at the time of incident and other blood glucose was 190 mg/dl. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer also report the no delivery alarm. The insulin pump will not be returned for analysis.